Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that less than one month after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. In addition, the patient presented bone type iii, 32 ncm of primary stability was achieved and trauma over the implant has occurred.